Event description:
Philips received a complaint regarding the heartstart xl+ defibrillator, indicating that the device failed therapy test. The remote service engineer (rse) evaluated the device remotely. It was determined that the device failed to perform therapy test due to a hardware malfunction (therapy pca). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and no further evaluation is warranted at this time.